Manufacturer narrative:
The root cause was determined to be due to a defective inspiratory block - o2 safety valve. Corrective action/preventive action ID 951 has been initiated for this issue.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support received gas path test result and logs from customer. Gas path test shows that safety valve is leaking .27 l/min. Logs shows that "no o2 dosing possible" and "inspiration valve failsafe failed or occlusion in inspiration tube" alarm were active for several times on february 2019. According to technical support the safety valve needs replacement. Technical support also requested customer to perform inspiration block tightness check and inspiration valve test to monitor the function of the inspiration valve.

Event description:
Customer reported "no o2 dosing possible" alarm was active on their bellavista 1000 unit. Patient involvement is unknown at this time.